Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 28-jan-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25232.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 29-dec-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on an a patient. There was no patient information at the time of this report. Return product is available for investigation. Method date collected tested hgb hct k sample I-stat (B)(6) 2025 ni 10:30 21.8 g/dl 64%. 6.2 mmol/l a, wb in li hrparin beckman (B)(6) 2025 11:25 11:43 9.9 g/dl 30.7% ni b, wb in lavender top ortho (B)(6) 2025 11:25 12:01 ni ni 4.9 mmol/l c, gold top serum at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.